Event description:
It was reported that the g5 unit was not alarming or displaying error codes. The patient was taken to the ER with o2 down to 52% and was admitted to the hospital. The patient stated that the unit failed and that he has not received a replacement unit after 3 days.

Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.